Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer's report was observed during an onsite evaluation by a zoll field representative. However, the device was put through testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "off set self check failure -1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.